Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, using the pod 5 / page 44. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported experiencing irritation with peeling skin, redness, and itchiness. He went to see his endocrinologist in (B)(6) 2016 (exact date is unknown), and prescribed a qvar 80 mcg inhaler for this issue. Pod wear was between 24 and 36 hours.